Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer has always experienced air bubbles on her sets and reservoirs ever since using medtronic sets. Customer's blood glucose was unknown at the time of the incident. No more details were provided. Product will not be replaced and is not expected to return.